Event description:
It was reported that the ilet device exhibited screen responsiveness issues, including the display going black for extended periods and a sleep/wake button that did not function appropriately despite troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical intervention. Investigation included customer troubleshooting and attempts to confirm the malfunction. Investigation of this case revealed that the issue could not be resolved remotely. It was concluded that device replacement would be considered if the malfunction is confirmed.